Event description:
It was reported that the 9800 system had a button stuck error message during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface, fluoro functions, generator interface, image processor, and backplane boards were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.